Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary interventional (pci) procedure. Reportedly, cuff misses [suture retrieval issue] occurred with all three devices. The pre-close technique and the use of proglide devices were abandoned. The sheath was upsized to a 16f and the pci procedure was completed. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The two additional prostyle devices with reported issues referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.